Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) with an unexpected outcome. Patient has severe dry eye which lead to fluctuating preoperative measurements. Follow up information received reports the lens was exchanged due to extreme dry eye that resulted in poor pre-surgical measurements. The patient reported experiencing 'ghosting of vision'.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product. The complainant indicates calculation error stating that : " initial measurement readings did not match with topography k readings". Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).